Event description:
Follow up information received from the healthcare professional confirmed that the cause to the event was discomfort at the implantable neurostimulator (ins) site and that the device was explanted. No hospitalization was required due to the event. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID, 748910 lot# serial# (B)(4), explanted: 2012 (B)(6), product type extension; product ID, 748910 lot# serial# (B)(4), explanted: 2012 (B)(6), product type extension; product ID, 3093-28 lot# v292728 serial#, explanted: 2012 (B)(6), product type lead; product ID, 3093-28 lot# v292728 serial#, explanted: 2012 (B)(6), product type lead.

Event description:
It was reported that the device was explanted. The device had been removed because it was too big and it caused "permanent damage." The patient stated she could not exercise. The patient could not walk a quarter of a mile without a lot of pain. The patient had pain in her backside, knee, right hip, coccyx, and whole right leg. The patient stated it cut frequency by 2-3 times less, but it didn't help with her pelvic pain. The patient had her bladder augmented by her health care provider, but it was not stated when. The patient was not reimplanted with a device as her health care provider was going to wait for a smaller device. The health care provider had used the device as they thought the patient needed a bigger power source using two lead wires. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748910, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID 748910, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID 7435, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3093-28, lot# v292728, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID 3093-28, lot# v292728, serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).